Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months. The evaluation serviced the device for a similar complaint. Evaluation found the assignable cause to be an out of specification ultrasonic sensor, with replacement of the component required. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion, which was reproduced through troubleshooting of the device. A review of the event history log identified constant upstream occlusion messages. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a constant upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.